Manufacturer narrative:
The customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Several readings in the range from 190 to 198 were located in the meter log for the month of july. There was no specific reading of 190 located in the meter log. This is a final report.

Event description:
An adc customer reported that he received an pxtra xceed meter reading of 190mg/dl that he felt was "high" and self-treated with more than his normal dose of his oral medication (glibinese) and began to "feel bad". No specific diabetes-related symptoms were reported. Customer stated he was seen at a local hospital, diagnosed with hypoglycemia and was admitted for three days. Customer also reported that a hospital laboratory result of 150mg/dl was obtained but could not confirm whether the adc and lab readings were obtained within ten minutes and customer admitted to taking oral diabetes medication between the tests. Although the customer stated his therapy was changed, he could not recall a specific intervention or treatment rendered. No additional information was provided. There was no report of death or permanent impairment associated with this case.